Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the pump was functioning as expected. The customer removed the cannula and no damage was noted. The customer inserted a new site and insulin delivery was resumed.